Event description:
Related manufacturer reference number:2017865-2024-73125. Related manufacturer reference number:2017865-2024-73126. It was reported that the patient presented requesting removal of their system due to pulse generator pocket pain. The entire system was explanted and the patient was in stable condition.

Manufacturer narrative:
The device was returned and analyzed in the lab. The device was above elective replacement indicator (eri) when received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. No anomaly was detected.